Manufacturer narrative:
No motor error alarm noted during testing. The device was unable to prime during prime test due to moisture damage on force sensor resistor. Excessive no delivery and occlusion tests weren't performed due to prime anomaly. However, the device passed the basic occlusion test and displacement test. The motor was tested outside of the device and it passed. The device also had scratched reservoir tube window, cracked batter tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming motor error during bolus/basal. Customer's blood glucose was unknown. Troubleshooting was performed. Alarm had occurred three times in the last month. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device and device need to be replaced. Customer agreed to return the device for further analysis.